Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported turns on/off by itself, which was reproduced during evaluation. A review of the event history log identified 'faulty power supply' messages as evidence of the reported problem. Visual inspection found the cause to be depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on/off by itself. There was no patient involvement. No additional information is available.